Event description:
Both tomes were defective: first was worn out and needed replacement / tomes distal tips were defective /shape they were bent flat and twisted when they were pushed through the scope and came out of the distal tip of the tsf scope. Both removed and replaced with other tomes with no problems.